Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 38mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues. The stent was not returned for product analysis. Balloon material was reviewed. Microscopic examination of the balloon identified a longitudinal tear, 7mm in length across the mid-section of balloon body. Bumper tip showed no signs of distal tip damage. A leakage test could not be performed due to the longitudinal tear in the balloon body.

Event description:
Reportable based on device analysis completed on 25-aug-2025. It was reported that balloon leak was encountered. The 70% stenosed target lesion was located in a mildly tortuous and mildly calcified coronary artery. A 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the balloon was inflated to 8 atmospheres before deflating immediately. The stent was opposed to the vessel wall enough to remove the balloon. The stent was post dilated with a non-compliant (nc) balloon and patient was fine. The procedure was completed using an alternate device. However, returned device analysis revealed balloon torn.